Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified medication for a femoral nerve block. No specific programming parameters were provided. When the delivery was started, the device immediately alarmed for an 18/000/060 (history pointer error) error code. The device was removed from clinical service. After approximately 10 to 15 minutes, therapy was initiated with a replacement device. There were no reports of adverse patient effects. No medical intervention was reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.